Event description:
I have allergan natrelle saline-filled breast implants 68 mp. Although these are not the textured implants on the worldwide recall yesterday, I believe that these implants are also affecting my health negatively. I have been having breast issues for about 3+ years. Ultrasounds and mammograms have not been able to show irregularities, yet the symptoms persists. Two years ago I was diagnosed as having pre-leukemia and am receiving 40,000 units of procrit in my stomach weekly since. Please further check for links with smooth implants and cancer. Please further check for links with the smooth implants and cancer. I need allergan to pay for the removal of these implants as soon as possible. FDA safety report ID # (B)(4).